Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that multiple insulin cartridges leaked insulin. No adverse event was reported. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.